Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedance. There had been an abrupt increase in june 2025, after which the value normalized. Recently, another abrupt increase occurred. It was noted that no lead noise was observed. Technical services discussed the possibility of environmental interference of some kind and recommended continuing normal routine follow-up. The crt-d system remains in service and no adverse patient effects were reported.